Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 116. An elevated atellica im tnih result was observed for a 20-year-old female patient undergoing substance withdrawal. Due to the high result, the test was re-tested twice on the same instrument, and both repeat tests produced much lower results. Additionally, the patient was re-drawn, and the new sample produced a similar low result. Neither sample was visibly affected by hemolysis, lipemia, or icteric interferences. The initial result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance.